Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt had nothing but problems since they got the new controller a couple years ago when it was replaced (see (B)(4)). The pt use to be able to take the controller and hold the controller to their back side to find the implant (ins) but now the only way to find the ins is if they put the paddle onto their ins. Pt had rsd and paddle gets ice cold and with nerve disorder it makes them scream. Pt had reset the controller but issues persisted. Then yesterday the pt started getting the message to replace the controller battery in the controller when they got all done recharging the ins with the rtm plugged in. During call pt verified no damage to the controller charging port or to the rtm. Due to nature of call the agent was replacing the rtm with the controller. The issue was not resolved. An email was sent to the repair department to replace the rtm and controller.  Pt called back stating they got the new rtm and controller. Pt put the controller battery into their new controller but the controller would not turn on. Pt ended up having to use their old controller. During call pt did not have equipment present with them to further troubleshoot issues with new controller. Patient called stated they were supposed to receive the rtm and controller but no battery pack and they need the battery pack. Agent reopen the case and add serial number to case and sent email to the repair dept for battery pack. Agent asked clarify questions and patient said they are driving and had to pull over and could not plug ac cord into outlet. Patient stated they are leaving town on thursday. Agent reopened and reassigned case to attach physician listings. Patient called back and received the replacement battery pack. Patient charged the controller but could not get past the connect the recharger screen. Patient misunderstood and thought that the recharger meant ac power. Du ring the call patient plugged the recharger and selected their implant on the found screen. Patient successfully paired the implant. Patient noted they had a new lead put in 2018. Patient didn't recall having the implant done in 2018 for their intellis implant and noted they never had a new incision on the back side of the hip; patient's hcp retired so they would look at their records. Patient noted they were always ice cold and had 'rsd'. Patient noted putting the paddle on the incision felt like murder. Patient requested for physician listing to be mailed. See other cases for replacements.

Manufacturer narrative:
Continuation of d10: product ID 97745bp serial# (B)(6): product type accessory product ID 97745 serial# (B)(6): product type programmer, patient product ID 97755-s serial# (B)(6): product type recharger h3: analysis of the 97745bp (s/n (B)(6) revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.